Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a few weeks after their replacement, they started experiencing pain in the neck. During their appointment with the provider impedance was suspected to be high. X-rays have been ordered. Patient has been referred to surgery for potential replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient was hospitalized for three days after lead replacement and was informed that the silicone lining of the lead was deteriorating in her neck, which reportedly explained the thinner appearance of the lead on x-ray. No other relevant information has been received to date.

Event description:
Additional information received. It was noted that the patients lead was replaced. The suspected device has not been returned to the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
H6: types of investigation: initial report inadvertently did not code b20.